Event description:
The customer contacted stryker to report that their device would not power on completely. The device display and leds flashed briefly upon attempting to power off but then the device would power off. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device and replaced the system pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed system pcb assembly and determined that the crystal oscillator, designator y1 on the single board computer of the system pcb assembly was intermittently failing to oscillate.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on completely. The device display and leds flashed briefly upon attempting to power off but then the device would power off. As a result, defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.